Manufacturer narrative:
The manufacturer did not yet received the devices for investigation, but it is mentioned by complainant it will provided. X-rays, surgical reports or other source documents were not received for review. The device history records has been reviewed and found to be conforming. An email requesting detailed information about the impact to person affected and the outcome of the surgery, and general additional information, x-rays and surgical reports and the return of the product in a timely manner was sent on 07/01/2014 to the responsible qa/ra person of zimmer (B)(4), if necessary by contacting all available sources. As soon as additional information became available and an investigation results be available, an amended medical device report will be submitted. Note: this is a split case, for the other device related to the event a separate MDR will be submitted with the same case number as for this case. (B)(4).

Event description:
It is reported that during a surgery, the trial head and trial stem could not be separated anymore. At this time of investigation the impact to person affected and the outcome of the surgery is unclear, no information about that provided by hospital. Also the exact date of the surgery is unclear, surgery took place on the (B)(6) 2014.